Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e. Initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the fault was valid. The battery voltage dropped rapidly in an irregular fashion. This could possibly be related to an internal electrical short of the battery. The voltage has been stable for the past few months. Conservative modeling indicated that the device should support therapy for at least 28 days. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e. Initial reporter. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the fault was valid. The battery voltage dropped rapidly in an irregular fashion. This could possibly be related to an internal electrical short of the battery. The voltage has been stable for the past few months. Conservative modeling indicated that the device should support therapy for at least 28 days. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the fault was valid. The battery voltage dropped rapidly in an irregular fashion. This could possibly be related to an internal electrical short of the battery. The voltage has been stable for the past few months. Conservative modeling indicated that the device should support therapy for at least 28 days. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the fault was valid. The battery voltage dropped rapidly in an irregular fashion. This could possibly be related to an internal electrical short of the battery. The voltage has been stable for the past few months. Conservative modeling indicated that the device should support therapy for at least 28 days. Device replacement was recommended and to return it for detailed analysis. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.